Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2017 with the following findings: the keypad was found to be fully intact; with all keys responding appropriately. The keypad cover was removed and no contamination was found under the key contacts. No button contact defects were observed. There was no defect found. The pump cover was removed and there was no evidence of internal moisture observed. The keypad latch was found to be fully closed, and no damage to the keypad flex was found. The original complaint of an under responsive keypad issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.